Event description:
It was reported that the pt underwent a sling procedure in 2004. Post operatively the pt experienced difficulty voiding and suprapubic tenderness. The physician reports that he performed cystoscopy immediately after placement if the sling and did not see mesh in the urethra at that time. The physician reports that he performed a second cystoscopy in 2005 and noted that the tape was eroded into the mid-urethra. The physician excised the tape about three days later.